Event description:
It was reported that: "evita xl switched off during ventilation, black screen, no ventilation, continuous alarm. The device has been replaced, the patient was not injured.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation results will be reported in the follow up report.